Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced post operative inflammation. The doctor has prescribed the medical treatment like steroids etc., to the patient. The doctor also suspected the iol induced tass ((toxic anterior segment syndrome). Aqueous humor culture results were negative. Additional information has been received and stated that the patient's vision is improving. Additional information has been received and stated that the final diagnosis was post operative inflammation. As per the surgeon fibrin found all over the iol there was a less in the anterior chamber and strongest inflammation ever. The inflammation rapidly improved with steroids and antibiotics treatment. The surgeon stated that, there was complication during surgery which not related to the product and added wound suture (1 suture) due to iris incarceration. The symptoms are recovering to the patient. Additional information has been received and stated that, the inflammation flare value was 16, it said that there was a astigmatism and the visual acuity was 0.6 (1.0). The steroid treatment was stopped to the patient. The corneal endothelium cells were decreased to 1940 and also stated that corneal endothelial cells was unable to be measured right after the surgery.

Event description:
Additional information received and stated that, anterior chamber cells, anterior chamber flare, endophthalmitis, and anterior chamber washout.

Manufacturer narrative:
Information was provided in the file that a qualified cartridge and handpiece were used. The viscoelastic indicated is non-qualified. The product investigation could not identify a root cause for the reported complaint. The sample is not available as it still remains in the patient's eye. Information listed in the follow up indicated that "as per the surgeon there is no problem with the iol". Investigation complete based on available information. The manufacturer internal reference number is: (B)(4).